Manufacturer narrative:
Date sent to FDA: 01/08/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2010 during which the surgeon noted ¿there was chronic seroma¿ and there was a loop of bowel that was adherent to the sac and to the old mesh.¿ it was reported the surgeon ¿excised some of the mesh and a portion of bowel section of about 4 inches.¿ it was reported that the patient underwent revision surgery on (B)(6) 2011 where the surgeon performed ¿an excisional debridement of the abdominal incisional area.¿ it was reported that the patient underwent revision surgery on (B)(6) 2011 where the surgeon performed ¿an excisional debridement and secondary wound closure.¿ it was reported that the patient was diagnosed with cellulitis and abscess in the anterior abdominal wall on (B)(6) 2011. It was reported that the patient underwent revision surgery on (B)(6) 2012 during which the surgeon noted that the patient ¿developed chronic wound drainage.¿ it was reported that the patient underwent revision surgery on (B)(6) 2014 during which the surgeon noted ¿the patient had a chronic draining sinus at the suprapubic area.¿ it was reported that the patient experienced severe pain, nausea, constipation, infection, recurrent hernia defect, loss of sleep, inflammation, drainage and stress. No additional information is provided.